Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during an inspection, an abnormal noise occurred (clicking sound) from inside the cardiosave intra-aortic balloon pump (iabp) whileit was pumping. There was no patient involvement.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected fields: e1 (event site telephone), h4 (manufacture date) should be left blank. Kindly revert. Due to character limit in block e1 event site name: (B)(6) hospital. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, an abnormal noise (clicking sound) occurred from inside the device while pumping. Fse have confirmed that the problem has been reproduced. When fse checked the operation, the sound was made when the solenoid valve k8 (pressure) was opened. After replacing the repair parts of the solenoid valve unit and drive manifold (k8), the problem no longer occurred. After that, we performed an operation inspection and confirmed that there were no problems. The results are good.

Event description:
N.a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: e1 (initial reporter: unknown).

Manufacturer narrative:
Updated fields: b4, e1 (initial reporter), g3, g6, h2, h11 corrected field: h6 (h6 (investigation conclusions) h4 (manufacture date) should be left blank. Kindly revert the field.

Event description:
N/a